Event description:
A customer reported experiencing an alarm 01 issue with their device. There was no adverse impact to the customer's blood glucose level. The caller verified that there were cracks on the original cartridge, and technical support explained that the alarm was likely due to an air leak caused by weakened plastics from prolonged exposure to oils and lotions. The caller understood and acknowledged this information.